Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition could not be confirmed. Visual inspection found that no loose foreign material could be found on device when inspected at 10x magnification. Also, the package is in good condition with no defects of the peelable or terminal seal. The device passed all tests and no problems were observed. If add'l info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report 8 of 8. Report received from (B)(6) stating that the device was returned due to "returned product unused - incoming order failed distributor's inspections." The device was not being used during surgery and no injury or medical intervention occurred. The date of event is unk. There was no add'l info provided.